Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead displayed non-sustained episodes of over-sensing and there was under-sensing at other times. It was also reported the patient had been less active and subsequently there was fluid over-load which occurred during the same time of the sensing issues. A review of the data indicated there was t wave over-sensing post ventricular sensing which may have led to r wave under-sensing. A review of the current data showed the t wave was smaller on the presenting rhythm. The lead remains in use and no patient complications have been reported as a result of this event.